Manufacturer narrative:
The field service engineer (fse) discovered buildup of wash buffer and waste and replaced the wash station assembly to resolve the issue. The instrument conformed to the manufacturer's published performance specifications. (B)(4).

Event description:
The customer reported the sample probe wash station did not drain leaving fluid on the exterior of the sample probe and cap piercing probe involving the unicel dxc 600i synchron access clinical system. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. No erroneous results were generated. Patient results were not impacted. The customer has an exposure control/risk management plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.